Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that an erroneous urinary/cerebrospinal fluid protein (ucfp) patient result was obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qc) recovered acceptably at the time of the event. The customer stated they run qc in a small sample cup (ssc) that is placed in a pour-off tube, instead of a sample draw tube. The customer received "error code: qc is short-sampling" despite having qc material in the ssc. The customer confirmed the affected sample was run in a pour-off tube and the amount of sample was sufficient. A system check passed. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted and aligned the sample probe. The cse also trimmed a piece of loose tubing on the sample syringe to 3 way valve. Siemens followed up with the customer and the customer indicated that since the service visit, qc and patient samples recovered acceptably. The cause of the erroneous ucfp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An erroneous urinary/cerebrospinal fluid protein (ucfp), flagged with below assay range, was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the erroneous result and was reported as the correct result to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the erroneous ucfp result.